Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the expiratory tubes of two rt340 adult breathing circuits were found leaking during the ventilator leak test. This was noticed before pt use. No pt consequence was reported.

Manufacturer narrative:
Ps54213. This is a malfunction that has been reported to fisher & paykel healthcare (fph) by a hospital in (B)(6). The product is not sold in the USA but is similar to a product sold in the USA. The 510 (k) for that product is k983112. The rt340 adult dual heated with evaqua breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a f/u report once we receive the complaint device and have completed our investigation.